Manufacturer narrative:
The exact age of the patient was not reported, however, the patient was reported to be over the age of 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016. On (B)(6) 2016, the patient underwent her third bt procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, the patient was admitted to the intensive care unit (ICU) due to acute asthma exacerbation and required intubation. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.